Event description:
Fusion of l5-s1 using medtronic surgery spinal infuse (bmp.2) as the fusion media. Within 2 weeks, I started to have severe leg pain (I had no leg pain prior to surgery) and back pain. I went on to have 3 more surgeries ((B)(6) 2007, (B)(6) 2009 and (B)(6) 2010). None of these procedures ended the pain. The surgery on (B)(6) 2009 replaced completely all hardware and media. Media used in (B)(6) 2009 surgery was a coral based product. Neurosurgeon -(B)(6).